Event description:
It was reported during a cholecystectomy procedure that the clip was not fed to the jaw smoothly. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.